Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing loss of atrioventricular synchrony and impacting bi-ventricular (bi-v) pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).